Event description:
Material no.: 302995. Batch no.: 9170912. It was reported that before use of the bd syringe 10ml ll in a box of 10ml syringes, a majority of them did not have the measurements printed on the barrel. The following information was provided by the initial reporter: we received a defective box of bd 10ml syringe cat#302995 lot#9170912. Majority of the syringes in this box do not have the measurements on them, I have checked the other 2 boxes we have in our stock room of the same lot number and they all seem to be okay.

Manufacturer narrative:
H.6 investigation summary: five 200-count boxes containing a total of 721 10ml syringes in fully sealed blister packs from batch 9170912 (p/n302995 were received and evaluated. It was observed 203 syringes from three of the five boxes contained a rejectable amount of missing print per product specification. Manufacturing review revealed adjustments to marker were made that included ink manifold cleaning. Potential root cause for missing print is associated with the marking process. There was likely an insufficient ink flow to the pad through the manifold resulting in missing print observed. Product was requalified per applicable aql when the defect was discovered during production. It is possible that not all product was contained and a limited number escaped detection. No corrective actions are necessary based on the defective rate identified. Batch 9170912 is considered in compliance with our product specification requirements. A DHR was performed assembly records and machine logs were inspected during this DHR review. Missing print was found during one of the subassembly batches and resulted in product requalification and adjustments to the printing process. Batch 9170912 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 302995 batch no.: 9170912. It was reported that before use of the bd syringe 10ml ll in a box of 10ml syringes, a majority of them did not have the measurements printed on the barrel. The following information was provided by the initial reporter: we received a defective box of bd 10ml syringe cat# 302995 lot# 9170912. Majority of the syringes in this box do not have the measurements on them, I have checked the other 2 boxes we have in our stock room of the same lot number and they all seem to be okay.